Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-00098. It was reported a cerebrospinal fluid leak occurred during the patient's procedure to implant her scs system. Reportedly, the patient experienced a headache in recovery. The physician advised the patient to lay flat for an hour in recovery. Follow up identified the patient was doing fine and the headache had resolved.